Event description:
During thoracic CT scan the rubber ring in the mylar felt down and cause injury to the pt. Pt present moderated lacerations in the right foot provoked open wounds and several abrasions. FDA safety report ID# (B)(4).